Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported an unspecified low sensor scan when compared to a competitor meter result. The customer experienced sweating, a seizure, and a loss of consciousness and was unable to self-treat. The customer was provided food by a third party as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the adc device. A caller reported an unspecified low sensor scan when compared to a competitor meter result. The customer experienced sweating, a seizure, and a loss of consciousness and was unable to self-treat. The customer was provided food by a third party as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software. Sensor was found to be in sensor state 8 indicating (error termination). Data analysis was performed and abnormalities on the graphing of the glucose pattern were observed. Extended investigation was also performed. Visual inspection was performed and no evidence of misuse or abnormalities were observed. The patch data was extracted and observed the patch to be in state 8 (error termination). The returned patch was de-cased, and no issues were observed on the patch's components or sensor flag. Glucose solution testing was performed to check the accuracy test of the returned patch's readings. No significant inaccuracies were observed being read during testing. No other issues were identified. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. An investigation for the reported complaint was performed and determined that there was no indication that the product did not meet specification. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.